Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that patient received the following results on mobile system compared to a professional meter within 5 minutes: 26.4 mmol/l (mobile system) and 11.4 mmol/l (professional meter). No adverse event was reported. The alleged product was requested for evaluation.